Event description:
Paramedic stated that he was doing the daily vehicle check. He had completed checking the lights and outside compartment, he then began checking the equipment on the inside of the unit. He removed the airway bag from its cabinet and placed it on the stretcher to check the oxygen. He unzipped the bag and partly removed the oxygen cylinder. He turned it on to check the amount of oxygen in the cylinder and that when he first opened the cylinder nothing registered on the gauge. He bent over to get a closer look at the gauge and it was at this point that there was a flash fire with a white yellow flame and a loud hissing noise. He put his left hand up to protect his face. His exit path was out the side door of the ambulance and toward the rear of the building. It was at thsi point that another firefighter came to his assistance and extinguished the fire to his clothing and got him help.